Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the x-stage cover was bent not allowing the system to properly rehome. Straightening the cover resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the imaging system would not move and the pendant displayed hold m button. Pressing the m button resolved the homing issue but the system would not dock. There was no patient present at the time of the issue.